Event description:
(B)(4). I have had an almost daily constant pain in my fallopian tubes since have the coils placed. The pain usual throbs in my tubes and sometimes shoots into my hips, down to my knees, then my ankles. I take 3-4 aleve at least once/day for pain. I have had about 15-20 pounds of wait gain, which is highly unusual. Depression. I went to the ER two nights ago and all they could do was give me a shot in the bottom for the pain. That has left my bottom sore and pain was back by morning. When I had the device put in, I had insurance and they covered it under the preventative act (or something like that)